Manufacturer narrative:
Additional information added to b5. B1, f10, h1, and h6 updated.

Event description:
It was reported that this pacemaker was unable to be interrogated with the communicator. When attempting to connect, the communicator was showing yellow collecting waves (ycw) as a patient-initiated interrogation (pii) was unable to be successfully completed. The communicator was replaced and the new communicator continued to show a ycw. A health care professional (hcp) called to discuss further troubleshooting. Technical services (ts) recommended the patient should be brought into the clinic to verify radio frequency (rf) of this pacemaker with wand interrogation. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was interrogated in clinic, and it was discovered this pacemaker reverted to safety mode. Ts recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated with the communicator. When attempting to connect, the communicator was showing yellow collecting waves (ycw) as a patient-initiated interrogation (pii) was unable to be successfully completed. The communicator was replaced and the new communicator continued to show a ycw. A health care professional (hcp) called to discuss further troubleshooting. Technical services (ts) recommended the patient should be brought into the clinic to verify radio frequency (rf) of this pacemaker with wand interrogation. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was interrogated in clinic, and it was discovered this pacemaker reverted to safety mode. Ts recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause not established was assigned because the reason for the alleged observation could not be determined.

Event description:
It was reported that this pacemaker was unable to be interrogated with the communicator. When attempting to connect, the communicator was showing yellow collecting waves (ycw) as a patient-initiated interrogation (pii) was unable to be successfully completed. The communicator was replaced and the new communicator continued to show a ycw. A health care professional (hcp) called to discuss further troubleshooting. Technical services (ts) recommended the patient should be brought into the clinic to verify radio frequency (rf) of this pacemaker with wand interrogation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.